Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that she received a lost sensor alarm from the insulin pump. The customer stated that the sensor and meter is not reading to the pump. The customer stated that when she was trying to fill cannula it was blank. The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated that she felt like throwing up when she ate out. The customer was advised to monitor the pump.